Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
The physician found the orbit mini complex fill 3x3 coil was straight after opening the package. A new orbit was utilized to complete the procedure. The product was new, and the product was stored per (IFU) instruction for use guidelines. Prior to removal, no damages were noticed with any part of the device, and during removal, nothing occurred that may have contributed to the event. No difficulty was encountered when removing the device from the plastic tubing. After the event, no other damages were noticed on any section of the device (coil unraveled stretched, detach, kink, bend, or delivery system). Prior to shipping, no other issues noted with any part of the products being returned (coil or delivery system damage). No further information was available.